Event description:
It was reported that the operator opened the cylinder valve, then while switching the dial regulator to set the flow, the end-cap assembly on the low-pressure side blew out of the regulator into the operators hand. It was described as sounding like a champaigne bottle being opened. The operator sustained a laceration to the thumb and middle finger. It was reported that sparks and dark grey smoke emmitted from the regulator, resulting in a first degree burn to the hand and forearm of the operator. The patient was not connected at the time and was evacuated from the room.